Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer contacted baxter's technical service center regarding an overprime of the patient line, which occurred on the homechoice (hc) during priming. The home patient (hp) stated she set-up the hc and while it was priming, solution came out of the patient line. The baxter technical service representative (tsr) assisted the hp with ending therapy and removing the cassette. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the overprime was undetermined. A batch review was performed with no defects noted. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.